Event description:
The facility's purchasing agent informed the manufacturer's (MFR) representative of the following: the device was implanted. Once implanted, the surgeon noted a hole in the device catheter and as a result, the device was removed. The device is scheduled to be returned to the MFR for analysis. No further details were provided at this time.